Event description:
In an ileocecal resection procedure, after a cs25 stapler had been fired via an idrivec, the anvil of the cs25 remained stuck to the tissue and the device had to be forcibly removed from the patient. The surgeon subsequently applied sutures for reinforcement in the area of the anastomosis.

Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are merely placeholders. The returned cs25 was visually examined and had no damage. It also showed evidence of having produced normally formed staples and full penetration of the knife blade into the cut ring. When reloaded and fired, the device produced fully formed staples and completely transected the test medium. The alleged complaint could not be duplicated.